Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Corrected data.

Event description:
The spiderfx was deployed in a relatively straight segment of the ica. After predilation with a 3x20 balloon an 8x6x40 tapered stent was deployed into the ica and cca. A 5x30 balloon was used to post dilate the stent. After the retrieval catheter was loaded and advanced to the spiderfx retrieval was attempted. The spider filter could not be fully closed and some of the filter hoop was open. After several attempts to fully capture the filter the physician removed filter in a partially retrieved state. At this point, the patient could not squeeze the ball in his left hand and had difficulty squeezing. Nitro was administered and several minutes later the patient regained strength in his left hand and arm and could follow the commands of the physician.

Manufacturer narrative:
A review of the manufacture records fort his device did not reveal any discrepancies relevant to the reported event.